Event description:
On (B)(6) 2020, the patient underwent placement of the xcela power injectable port product: upn h965451030; lot #: 146020000, for his chemotherapy. Upon information and belief, the aforementioned device's description is as follows: 8f x 750mm xcela standard titanium power injectable port. On (B)(6) 2020, the device at issue was implanted by dr. (B)(6) at (B)(6). On or about (B)(6) 2020, the patient presented to the emergency department at (B)(6), with a fever. On or around (B)(6) 2020, the patient's xcela por, was removed by dr. (B)(6), do, (B)(6) hospital due to infection.

Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).